Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead was bent after multiple retraction and extension. The lead was not used and replaced during the procedure. There were no patient consequences.